Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2010, patient underwent right-sided revision l2-3 microscopic discectomy for a pre-op diagnosis of recurrent right sided large l2-3 herniated disc. No complications were reported during the procedure. On (B)(6) 2010, patient underwent following procedure: posterior spinal fusion l2-3. Plif from posterior approach l2 to l3. A lumbar revision laminectomy with medial facetectomy and revision discectomy and laminectomy decompression was necessary for compression of nerve root and not simply for exposure. Placement of posterior nonsegmental instrumentation l2 to l3. Placement of carbon fiber intervertebral cage from posterior approach, l2 to l3; for a pre-op diagnosis of l2-3 spondylolytic spondylolisthesis due to traumatic pars fracture of l2 and lumbar radiculitis. Per-op notes: a midline incision was made to expose l2 to l3, including the previous micro discectomy site at l2-3. Lateral x-ray was used to place pedicle screws 6.5 mm in diameter. Bilateral screws were placed at l2 and l3. Entire inferior lamina was removed from l2. After decompression site was prepared for interbody fusion from right sided approach. 10 ml of compression resistant matrix with rhbmp-2 soaked sponges were placed in anterior disc space. 12mm lordotic cage was inserted into l2-3 disc space from right sided approach. X-rays confirmed good position of screws, good lordosis and good intervertebral cage placement. No complications were reported during the procedure. On (B)(6) 2012, patient underwent bilateral sacroiliac joint block with fluoroscopy and IV sedation over 20 minute period. No complications were reported during the procedure. Patient alleges unspecified injury due to the use of rhbmp-2